Event description:
It was reported that the patient presented in the emergency room due to improper healing at the pacemaker incision site and pocket erosion. The pacemaker and the left ventricular lead were explanted to resolve the issue. The patient was in stable condition throughout the procedure.